Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, no patient information provided.

Event description:
It was reported that the tubing spike broke during priming. The spike broke into several small pieces upon insertion into the IV bag. The event occurred in the ICU. Although requested, no additional information was provided.

Event description:
It was reported that the tubing spike broke during priming. The spike broke into several small pieces upon insertion into the IV bag. Although the event occurred in the ICU, it was before patient use. It is unknown what fluid or medication was involved. There was no harm to the clinician.

Manufacturer narrative:
The customer's report that the tubing spike broke was confirmed. Visual inspection of the as-received partial sample observed the spike tip of the drip chamber was broken off. The broken off spike tip piece was not received for evaluation. The as-received set sample was inspected for kinks, holes/tears in the tubing, or damages to the components. No other damage or issue were observed. No testing was deemed necessary due to the obvious breakage. Further inspection under magnification of the damaged spike surface observed the breakage to be rough and uneven. The nature of the breakage indicates a ductile fracture that is typically caused by an external impulse/impact force. The device history record for model 2260-0500 lot 20016018 shows the set was manufactured on 14jan2020 with a total of (B)(4) units built. There were no quality notifications issued during the production build of this set. The breakage was caused by an external lateral force. The root cause of the external lateral force was not identified.

Event description:
It was reported that the tubing spike broke during priming. The spike broke into several small pieces upon insertion into the IV bag. Although the event occurred in the ICU, it was before patient use. It is unknown what fluid or medication was involved. There was no harm to the clinician.

Manufacturer narrative:
Additional information: b.5, d.4, g.5.